Event description:
Cup aseptically loose five yrs after initial implantation with no evidence of boney on growth. Cup revised.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.